Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the dental implant failed due to fracture in the body of the implant.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.